Manufacturer narrative:
It was reported to abbott, a patient with 2 systems underwent a revision. The patient's lumber leads had migrated, and the patient also experienced minor discomfort at the ipg site. The procedure took place on (B)(6)2020. It was reported that both octrode leads and the ipg for the thoracic system were explanted. The ipg was replaced. Port plugs were placed in the ipg temporarily as a paddle lead would be implanted later. The ipg site was also moved. The paddle lead was implanted (B)(6)2020. All information pertaining to this event has been reviewed and no further action is required at this time. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-33496, 3006705815-2020-32584. It was reported that the patient had minor discomfort at their ipg site and their leads had migrated. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced and the pocket site was repositioned to address the issue.